Manufacturer narrative:
Insufficient information was reported and no product was returned to allow mhc for testing or the attachment of historical analysis data.

Event description:
Patient reported that a mhc pen needles are malfunctioning. Patient was unable to inject insulin with their needles and was having to change the needles to inject the does.